Manufacturer narrative:
Medtronic received additional information that this patient's medtronic ring was replaced by a bovine pericardial valve in 1998. The specific date of this ring replacement was not available, nor was the reason for replacement. Because the replacement occurred over eighteen years prior, additional information on this event is not available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 18 years and 5 months post implant of this annuloplasty ring, this device was explanted and replaced with a heart valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.